Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remain implanted.

Event description:
Healthcare professional reported right side deflation. "Particles in valve" observed during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ particles in valve: not observed. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and observed broken plug strap assessed as unidentified (tear) opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.